Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a rebel bms balloon catheter.the shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded. Microscopic inspection revealed tip damage. The stent was crimped. The stent had moved distally on the balloon. The struts were bent 6mm proximally from the distal end of the stent. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported stent damage occurred. The target lesion was located in the left anterior descending artery. Predilation of the target lesion was completed successfully. As the 16 x 3.5 rebel bare metal stent was being implanted, strut deformation was noted and the device was pulled back and removed. Another of the same device was used to complete the procedure without further issue and with no patient injury.

Event description:
It was reported stent damage occurred. The target lesion was located in the left anterior descending artery. Predilation of the target lesion was completed successfully. As the 16 x 3.5 rebel bare metal stent was being implanted, strut deformation was noted and the device was pulled back and removed. Another of the same device was used to complete the procedure without further issue and with no patient injury.